Event description:
The customer stated discrepant wbc results were generated on the cell-dyn sapphire. A patient sample generated a wbc of 311 k/ul but the wbc and differential results were invalidated with wbc count rate violation, resistant rbc interference and other flags. The same sample was retested in cbc+retc,r mode and generated a fp? (Unidentified fluorescent population) and varlym (variant lymphocyte) flag with a wbc value of 45.4 k/ul which was reported. The sample was tested on a cell-dyn 3700 in resrbc mode and yielded a wbc result of 10.8 k/ul with a differential (dflt) flag. A corrected wbc report was issued. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched for issue resolution. The fsr found the wbc map within range and precision was within specification. The fsr ran latex beads, which were within specification. The fsr adjusted the optics signature for neutrophil 7 and reran patient samples and verified that the instrument was running within specifications. Additional information received confirmed that the scatters were abnormal and showed evidence of rrbc, although the customer had not noticed them. Also, there were a number of flags (including the abnormal scatters). Per the lab supervisor, the normal procedure at the facility would have been to further investigate the samples before reporting any values because both wbc and differential were questionable. The instrument performance and gain settings were both verified by field service as being correct - no adjustment needed. The supervisor concluded that the reporting technician needed further training and instructions to recognize a rrbc scatter pattern because lab protocol was not followed. The cell-dyn sapphire system operator's manual, list number 08h10-01, revision d, under section 10, troubleshooting and diagnostics, provides information in regards to troubleshooting data-related problems. Section 3, principles of operation, system initiated messages and data flags, suggested action is to follow the laboratory's protocol for handling these flags and, if required, review a stained blood film for the presence of suspect populations. A review of complaints did not identify any trends. Based on the investigation, no product issue was identified for the cell-dyn sapphire for discrepant wbc results on patient samples. No systemic issue was identified. This is the final report.